Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s mg/dl. Reportedly, the customer believed control iq as cause of low bg resulting in the customer adjusting the pump settings to address the issue. Customer consumed food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.